Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's mother reported via phone call battery out limit alarm on the insulin pump. Customer's blood glucose was high and they had large ketones. Customer's mother advised they feel the battery alarm is the main issue causing the high blood glucose levels. Customer received a battery out limit alarm followed by a failed battery test. Troubleshooting for the battery out limit alarm was performed. Customer was advised a replacement battery cap will be sent out.